Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated that the patient has been having issues recharging their implanted neurostimulator(ins) past few days. Caller mentioned that patient is on their second controller and second battery pack and those issues started months ago. Caller stated that when initiate a recharging session, it will initially say recharging, but with even the slightest movement, the controller will say "check recharge quality" and "try again". Caller stated the charge quality will bounce between excellent and good and they were able to get excellent quality when the implant is aligned with the hole in the paddle but then it doesn't maintain the connection. Caller mentioned that they can feel the battery, it is very superficial and parallel to the skin. Caller stated they tried a completely different set of external equipment to recharge the implant and they noticed the same recharge behavior. Caller stated they were able to connect to implant for reprogramming with the tablet without issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Agent reviewed that if replacement recharger doesn't resolve the issue, then physician should examine pocket site as issue may be related to how implant is positioned in pocket.